Event description:
It was reported that during an unrelated procedure, the chronic ventricular lead helix would no longer extend. The lead was explanted and replaced. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.